Manufacturer narrative:
D4 lot # - corrected. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported issue is covered in the device directions for use (dfu). As well, the risk of the reported issue is documented in the risk documentation and there are current controls to mitigate the risk of the reported issue. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the preparation for the procedure of internal stent placement with the stent (subject device), location internal carotid, the operator felt that the marker was lower than usual. There were only 3 marks in all, and the 3rd and 4th marker did not overlap. The stent was placed at the target site and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in patient.

Event description:
It was reported that during the preparation for the procedure of internal stent placement with the stent (subject device), location internal carotid, the operator felt that the marker was lower than usual. There were only 3 marks in all, and the 3rd and 4th marker did not overlap. The stent was placed at the target site and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.